Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: (B)(6) and a segment of the associated outflow graft (lot 17328721-1063) were returned for evaluation. A review of (B)(6) manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. The reported low flow event was not confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. Failure analysis of the returned pump and associated outflow graft revealed that both devices passed visual examination. Dimensional verification of the pump revealed that the rear housing disc curvature, front housing disc curvature, and back preload were found to be deviating from specifications. Given that the pump met specifications prior to release, these deviations were likely a result of the clinical challenge to the pump and not the initial source of the reported event. Internal pathological report revealed no evidence of thrombus within the pump or outflow graft. As a result, the reported thrombus and outflow graft occlusion events could not be confirmed due to insufficient evidence. Of note, it was reported that an outflow graft occlusion was observed on a chest computerized tomography (CT) scan. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of thrombus events. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: serial or lot#: (B)(6) d9: yes, return date: 06-jul-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿ outflow graft, model #: 1125 / catalog #: 1125 / expiration date: 30-apr-2023 / lot#: 17328721-1063, UDI #: (B)(4). Device available for evaluation: no. Mfg date: 01-apr-2018. Labeled for single use: yes. (B)(4).additional information has been requested regarding the log files for this event, but it was not available at the time of this report. If log files investigation is performed, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited sudden low flows and a chest computerized tomography (CT) scan revealed an outflow graft occlusion. Thrombus was suspected in the outflow graft and the patient was taken to the operating room (or). The vad was exchanged. No further patient complications have been reported as a result of this event.